Manufacturer narrative:
The investigation for the reported issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 84-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was unable to be placed due to an aortic lesion and the procedure was aborted.